Manufacturer narrative:
No lot number was provided; therefore, device history record review could not be completed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. (UDI and catalog), operator of device, initial reporter and protocol # are unknown. No product information has been provided to date.

Event description:
It was reported the prefilled remodulin cadd cassette started alarming no disposable; unable to resolve and continued to alarm on backup pump. No patient injury was reported.